Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, a future revision procedure has been indicated due to unknown reasons; however, no revision has been reported at this time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-00540 and 01418).

Event description:
It was reported that patient underwent an initial right shoulder hemi arthroplasty on (B)(6) 2008. Subsequently, the patient was revised to a total shoulder on (B)(6) 2010 due to unknown reasons. The patient was revised to a total reverse shoulder system on (B)(6) 2016 due to unknown reasons.